Event description:
A consumer reported blurry vision at intermediate and distance and delay in focusing following cataract surgery with an intraocular lens (iol) implant. Six years later, the patient is reporting that his vision is worse and he cannot read. Additional information was provided by the consumer that he saw black articles floating around the iol in a video his surgeon provided. He also reported that he cannot drive at night. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There was one other complaint in this lot. The manufacturer internal reference number is: (B)(4).